Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2013 due to an unknown reason. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2013 due to an unknown reason. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received from patient¿s legal counsel reports revision procedure was due to elevated cobalt levels.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2013 due to an unknown reason. Additional information received from patient's legal counsel reports revision procedure was due to elevated cobalt levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received noted that the patient underwent a total hip arthroplasty on (B)(6) 2007 on an unknown hip.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown; date implanted - unknown/ PMA/510(k) number; manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces."